Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had stuck button alarm. Customer's blood glucose level was 9.7 mmol/l. Customer stated that they did not press a button down for 3 minutes or long. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, the enter keypad button did not work. After swapping the boards into another case, the keypad problem resolved itself. Upon further review, there was corrosion underneath most of the keypad buttons themselves. Unable to perform displacement, and self tests due to the keypad anomaly.